Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the insulin pump had no delivery alarm during prime. The blood glucose was 220 mg/dl at the time of the incident. Customer was getting not delivered bolus. Customer reported that, the reservoir is empty. Customer assisted with rewinding pump and cleared out black circle then turned white. Customer advised to go back to status screen and it said low reservoir. The customer got no delivery alarm when trying to deliver a bolus is because of an empty reservoir. The insulin pump will not be returned for analysis.